Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced an adverse event. Patient reported that her spouse drove her to an unscheduled physician visit. Patient's blood glucose lab result was approximately 750mg/dl. Patient was treated with insulin shots. Patient reported that she stopped using the cgm due to a sensor failure on (B)(6) 2016. At the time of contact, patient is normal. No additional event or patient information is available . No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.